Event description:
Customer reported via phone call that they have low blood glucose readings. Customer states that the blood glucose readings were fluctuating. The blood glucose reading was 33 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.